Manufacturer narrative:
Gfe sent for follow up on corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited far field over sensing (ffos) on the atrial channel. Technical services (ts) determined ffos caused the inappropriate atrial tachy response episodes. The automatic pace threshold test episodes stored in configured collection period were successful. Furthermore, presenting electrogram showed pacemaker working as programmed. This pacemaker remains in service. No adverse patient effects were reported.